Event description:
It was reported during bph procedure, fiber "tip rupture" issue was observed. The procedure was completed with a second fiber. No other information was provided. Patient outcome: "stable" reported. No injury to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): there are no signs of fracture on fiber tip; the glass cap bevel edge and the metal cap are not aligned; the glass cap cannot rotate within metal cap; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and partially erased red octagonal sign and blue arrow indicator. Probable root cause: based on the device analysis, the product complaint "tip rupture" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that the first fiber used 57,320 joules and 20 minutes had been expended prior to the fiber issue occurring. The fiber tip (cap) was not cleaned during the procedure.